Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced a cardiac tamponade that required pericardiocentesis. After the transseptal puncture, the sheath slid back to the right atrium. Tried to advance back to the left atrium with the qdot micro catheter. Ablation catheter was advanced to the left. Physician was not able to get to the left ventricle and the blood pool of the left atrium. Pulled back to the right side and waited to see if the blood pressure would change. No change. Second transseptal puncture was performed. Procedure was continued. One hour later, blood pressure was low. Cardiac ultrasound revealed a pericardial effusion. Procedure was terminated and pericardial puncture was performed. Additional information was received. The physician's opinion on the cause of this adverse event was procedure and patient condition. The patient fully recovered but required extended hospitalization, 2 days hospitalization for monitoring. This adverse event was discovered during use of biosense webster products. Transseptal puncture was performed with abbott brk transseptal needle. One ablation of 10 seconds was performed prior to noting the pericardial effusion. No evidence of steam pop. The event occurred "most likely" during transseptal phase but was recognized during ablation phase. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced a cardiac tamponade that required pericardiocentesis. The patient fully recovered but required extended hospitalization, 2 days hospitalization for monitoring. The bwi product analysis lab received the device for evaluation on 29-apr-2024. The device evaluation was completed on 02-may-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician's opinion on the cause of this adverse event is procedure and patient condition. The patient fully recovered but required extended hospitalization, 2 days hospitalization for monitoring. Transseptal puncture was performed with abbott brk transseptal needle. One ablation of 10 seconds was performed prior to noting the pericardial effusion. No evidence of steam pop. The event occurred "most likely" during transseptal phase but was recognized during ablation phase. No error messages observed on biosense webster equipment during the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).